Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 5 x 10mm (bost510) was returned for investigation with all of the implant packaging. Visual inspection of the as returned product identified that the inner vial lid is already opened, and dark matter surrounds the implant facing side. The adhesive on the lid is fully distributed with no cracking or vacancies. The product was not used in a patient. The customer has not provided additional images of the product. DHR review was completed for the subject lot number 2018010185. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Final packaging inspection was reviewed in the DHR with no rejects related to package damage. Complaint history review was performed for the reported lot number (2018010185) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (sterile package damage) or product (bost510). Therefore, based on the available information, device malfunction could not be verified and the reported event is non-verifiable with the information provided. The circumstances of device delivery could not be verified. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: patient identifier, age or date of birth, sex, weight, ethnicity: unknown. Date of event: unknown. Expiration date: unknown. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the inner seal of the implant was broken. The procedure was completed using another implant. There was no report of patient injury or delay in procedure.